Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip fell off the end of the wand and was retrieved and another was used to finish the case.

Manufacturer narrative:
The device was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows a detached electrode with contamination/discoloration on the electrodes and scratch/scuff marks on the return electrode and spacer. The shaft of the wand is broken and received separately. There are no manufacturing abnormalities visually observed with the returned wand. A functional evaluation could not be performed as the shaft is broken and received separately. The complaint was verified and the root cause could be determined on expected wear and tear and mishandling. The device is not designed for prolonged and extreme ablation. There were no indications that would suggest that the device did not meet product specification upon release into distribution.